Event description:
It was reported that at about four months post-op, the patient was seen for follow up. X-rays revealed the lateral iliac connector on the right side had come loose. It is unknown if the patient visit was routine or due to other symptoms. No revision surgery was planned at the time.

Manufacturer narrative:
(B) (4). No product was returned for evaluation. X-rays showed a scoliosis construct extending from approximately t4 to the sacrum. The iliac trans sacral screw on the right has come loose.